Manufacturer narrative:
The product lot in question was bulk material for further packaging by (B)(4). Eval of device showed that it met release criteria.

Event description:
On (B)(6) 2004, a distributor/repackager. (B)(4), emailed saying that hp111703/1 of h. Pylori stat- pak has given 18 negatives in a suspect population. Three of these were confirmed positive by elisa. There was no involvement in any death or serious injury.